Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a bowel surgery, the surgeon applied the device to the bowel tissue, but was not able to fire the device, the device locked on tissue, but was removed normally without resection, a new reload was applied but did not resolve the firing issue. A new device was opened and was able to use without any difficulty. There was no patient injury.